Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a "syringe flange sensor error" in the ehl. To calibrate the syringe plunger, the potentiometer was replaced by the manufacturer representative. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative reset the unit to standard configuration, and the pump passed all functional tests and performed as intended after repair.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a syringe flange sensor error. There was no patient involvement.